Event description:
The device was used during a vessel harvest procedure. Reportedly, the clips did not advance properly and the device did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.